Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a high blood glucose after 5 days of using a reservoir. Customer stated that her blood glucose became normal after changing the reservoir. Customer tested the same reservoir on another pump and her blood glucose stayed normal. Customer was advised that the pump will be replaced.